Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Date of event unknown / not provided . Lot/serial # unknown / not provided . Device expiration date unknown / not provided. Device UDI number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported iipdtul is got stuck in the implant. Implant had to be replaced. No lot available.

Manufacturer narrative:
2 internal connection universal placement driver tip - short (iipdtus) returned and 3i t3 non-platform switched tapered implant 4 x 8.5mm (bost485) implant was not returned for investigation. It is unknown which driver got stuck in the implant. Both drivers were able to engage and disengage properly with an in-house implant. No malfunctions detected that could lead to reported event. Functional testing was performed on both driver with in-house implant and no malfunction was identified. Functional testing was not performed on the implant because product was not returned. No pre-existing conditions noted on per. Picture or x-ray evidence not provided. Appropriate documentation was reviewed. DHR review and complaint history review by lot number could not be performed, as the lot numbers associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iipdtus and bost485) dating back to 12 months from the complaint notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Feb post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did not occur, and the reported event was unconfirmed.

Event description:
No further event information available at the time of this report.